Event description:
During the revision of the right femur fixation a screw removal instrument broke in the wound. The portion of the instrument that broke inside of the incision was lodged in a screw in the bone and was unable to be removed. The rest of the instrument was removed; the md decided to leave the portion of the instrument in the wound and forgo an x-ray because it would not be able to be seen lodged within the screw in the bone.device #1is this a laboratory device or laboratory test?no.